Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the suture was hydrated prior to use. A continues stitch was employed by the surgeon. The current patient status is healthy and cured.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vascular anastomosis in the right groin procedure, the needle broke. The needle fell into the patient cavity and was retrieved ; an x-ray was performed (B)(6) 2017. The suture is not an absorbable suture. An extension in surgical time due to the product problem. Patient status: unknown.

Manufacturer narrative:
Post market vigilance (pmv) received one hundred devices sealed with the appropriate packaging in an undamaged condition. The sealed products were forwarded to engineering for bend moment testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Based on the evidence available the reported condition was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vascular anastomosis in the right groin procedure, the needle broke. The needle fell into the patient cavity and was retrieved ; an x-ray was performed (B)(6) 2017. The suture is not an absorbable suture. An extension in surgical time due to the product problem. The suture was hydrated prior to use. A continues stitch was employed by the surgeon. The current patient status is healthy and cured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.